Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Device evaluation could not be performed because the guide wire was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received for this lot. Reviewing of the manufacturing records found that the subject guide wire met the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information, it was presumed that tensile stress exceeding the product's design limit might be inadvertently applied to the guide wire while its tip segment was being trapped by the calcified lesion. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] damage such as separation.

Event description:
It was reported that an asahi ptca guide wire became separated and remained in the anatomy during a pci to treat a moderately calcified cto in the proximal lmd/lad. Following angioplasty of the left main coronary artery, an asahi guide wire was introduced to the first diagonal branch. Then, an attempt to overcome the lesion in the left anterior descending was taken with another asahi guide wire, however, it failed. The guide wire was changed to the subject guide wire that helped to overcome the lesion, which was confirmed by contralateral infusion into coronary artery fistula. The introduction of the guide wire to the anterior interventricular branch was not possible. As a result of an attempt to reposition the device - withdrawal of it from the lesion was not possible, the guide wire started to elongate and stayed in the lesion. Attempts to remove the separated guide wire with a snare and microcatheter did not succeed. Unraveling of the separated guide wire continued. Finally, the separated guide wire reached to the arm artery originating from the anterior interventricular branch below the lesion. The patient during the procedure was stable, without stenocardia and blood pressure fluctuation, no changes in ECG, and no cardiac rhythm disturbances. The patient in stable condition was transported to intensive cardiac care room.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.